Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the device was received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted. Device had cracked case at display window corners, cracked reservoir tube and battery tube threads and scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was 499 mg/dl; had not treated yet. The drive support cap is recessed. The device was not exposed to a magnetic field. A motor position encoder was found in the alarm history for (B)(6) 2014. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.